Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin due to occlusion errors; admission to hospital with ketoacidosis via ambulance. Blood glucose level at hospital reported to be over 1000 mg/dl received insulin intravenously.